Event description:
Customer reported unexpected positive reactions(1+) with anti-d, series 4 and series 5 when testing a patient who is historically rh negative on the echo. Patient resulted as a positive, but is historically a negative.

Manufacturer narrative:
Review of instrument images showed a positive (1+) reaction. Well images looked like red fibrinous particulates. The possibility of a sample related issue could not be ruled out. Advised the customer to check all samples for clots before testing on the instrument. The galileo operator manual states that "clotted samples should not be tested on galileo."